Manufacturer narrative:
Patient's age and date of birth not available. Patient sex not available. Patient's weight not available. Device remains in patient. This is a final report.

Event description:
A report was received that the patient underwent a pocket revision. The reason for the revision is unknown. The patient is reportedly doing well after the revision.